Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 1.1 failed, which located on gc 16 2. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.1, 1.2 pyxis bus module control and slide rail was faulty. A field service engineer (fse) upon arrival drawer 1.1, 1.2 was not detected on bus then replaced pyxis module controller (pmc) board to resolve the issue, then reseated and checked all cables. Fse found drawer 4.2 bearing cage had come off then replaced new slide bumper to resolve the issue. The system functioned as intended after the field service engineer repaired the device.